Manufacturer narrative:
Additional patient ID: (B)(6). Patient weight was not provided for reporting. Date of event is unknown. This report is for unknown quantity of unknown screws. Part#, lot# and UDI # is not available. Device implant date is an unknown date in (B)(6) 2017. Device remained implanted. Device explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown screws. PMA/510(k) number is not available. (B)(6) - used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient originally presented to the operation room in (B)(6) 2017 with a right pilon fracture. At that time, an orif of the right pilon was performed and a medial distal tibia plate and fibula plate were implanted after the fracture was reduced. Post-operative, on (B)(6) 2018, patient was brought to the operating room for bone grafting of a non-union of the distal tibia and delayed healing. Both of the plates and screws remain in the patient with no broken hardware. No hardware was removed. Patients outcome was good. Procedure was completed successfully. There was no delay in surgery and no medical intervention was required. There were no unanticipated x-rays were taken. This report is for unknown quantity of unknown screws. This is report 3 of 3 for (B)(6).